Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they alleged the insulin pump was under delivering and experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the other blood glucose level was 430 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer was treated with manual injection for high blood glucose. Customer was claimed that pump was not delivering bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The device will be returned for analysis.